Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the perianal area during a procedure to treat common perianal diseases performed on (B)(6) 2022. During the procedure, as it was being started, the first three bands were knotted. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator head had some bands moved from its position and overlapped. The returned irrigation tube was in good condition. The ligator head teeth were bent/damaged. The trip wire was not secured. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head returned with some bands moved from its position and overlapped, and the ligator housing teeth were bent. These suggest that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly leading to inability of the device to deploy the bands, moved them from its original position, making them overlapped and resulting in bent/damaged teeth. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the perianal area during a procedure to treat common perianal diseases performed on (B)(6) 2022. During the procedure, as it was being started, the first three bands were knotted. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).